Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided. The biomed tested the thermogard system and was able to duplicate the reported tcmid:06 error message.

Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the customer purchased a new system due to cooling engine failure. Therefore, service was not required to be performed by zoll. The defective cooling engine was likely attributed to the aging of the device. The thermogard system was manufactured in 2016 and is six years old, past the expected serviceable life of 5 years.